Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1007 indicative of the capacitor charge time exceeding the limit. Two months prior the device estimated longevity was of four years. The device entered storage mode and due to this, upon interrogation this no additional programming could be performed. There were concerns that this device exhibited premature battery depletion. Furthermore it was reported that the patient experienced a stroke and a syncope episode. Replacement of the device was advised. At this time this device remains in service. No further adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1007 indicative of the capacitor charge time exceeding the limit. Two months prior the device estimated longevity was of four years. The device entered storage mode and due to this, upon interrogation no additional programming could be performed. There were concerns that this device exhibited premature battery depletion. Furthermore it was reported that the patient experienced a syncope episode. Replacement of the device was advised. This device was replaced and expected to be returned for analysis. No further adverse patient effects were reported.

Manufacturer narrative:
The returned ICD was analyzed and an engineering-level longevity prediction calculation was completed to assess the rate of battery depletion. Given the programmed parameters and other data stored within the memory of the device, the results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. Next, a series of diagnostic tests were conducted that verified the performance of pacing, sensing, defibrillation and recording functions. Having met the engineering longevity prediction, functionally passed all returned product testing, and with no further information to indicate a product performance issue, we have concluded that this device experienced normal battery depletion.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1007 indicative of the capacitor charge time exceeding the limit. Two months prior the device estimated longevity was of four years. The device entered storage mode and due to this, upon interrogation no additional programming could be performed. There were concerns that this device exhibited premature battery depletion. Furthermore it was reported that the patient experienced a stroke and a syncope episode. Replacement of the device was advised. This device was replaced and expected to be returned for analysis. No further adverse patient effects were reported.

Manufacturer narrative:
Additional information was added to the following fields: b2: outcome attributed to adverse event. B5: describe event or problem field. H6: impact codes. Additional information was added to the following fields: b1: adverse event/product problem. B2: outcome attributed to adverse event. B5: describe event or problem field. D6b: explant date. H1: type of reportable event. H6: impact codes.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1007 indicative of the capacitor charge time exceeding the limit. Two months prior the device estimated longevity was of four years. The device entered storage mode and due to this, upon interrogation no additional programming could be performed. There were concerns that this device exhibited premature battery depletion. Furthermore it was reported that the patient experienced a syncope episode. Replacement of the device was advised. This device was replaced and expected to be returned for analysis. No further adverse patient effects were reported.